Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower adc device scan result compared to what they felt. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "feeling sick and needing to constantly urinate". The customer initially self-treated with coca-cola, then eventually self-treated with insulin (dose/type unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.